Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d)'s data could not be transferred to a universal serial bus (usb) drive. Several usbs were attempted. The health care professional (hcp) also reported that the device exhibited oversensing due to potential interaction with an external device. Technical services (ts) stated that the data could not be transferred due to a software update that changes the encryption of the data. Ts requested additional information regarding the inappropriate therapy. The device remains in use. No additional adverse patient effects were reported. Additional information indicates that this device exhibited farfield oversensing of ventricular signals on the right atrial (ra) lead channel, which triggered false atrial tachy response (atr) episodes. The device was reprogrammed. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d)'s data could not be transferred to a universal serial bus (usb) drive. Several usbs were attempted. The health care professional (hcp) also reported that the device exhibited oversensing due to potential interaction with an external device. Technical services (ts) stated that the data could not be transferred due to a software update that changes the encryption of the data. Ts requested additional information regarding the inappropriate therapy. The device remains in use. No additional adverse patient effects were reported.